Event description:
A hot line fluid warmer (smiths medical) was used during a surgical procedure. At the end of the case, it became apparent that there was a communication between the outer warming fluid jacket and the inner sterile IV pathway. When the hot line tubing was disconnected from the IV tubing, with the proximal hot line clamped, fluid came out of the sterile pathway under high pressure. Since the hot line reservoir was the only fluid source connected, this non-sterile fluid was the obvious source.